Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6002962, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6002962 was manufactured according to the work instruction (wi) version 94 and packaging in the machine multivac 10 on 20-aug-2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3h02306 was manufactured according to the wi version 55 and manufactured in the machine sc05 on 17-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set blockage event on (B)(6) 2025. The blockage was at the tubing. The blood glucose levels reported were 342 mg/dl. To address the high bg, a correction bolus via pump was administered. Patient replaced infusion set and resumed insulin successfully. No further information available.